Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with monosyn product. The customer reported that there was a hole on the package and a foreign particle was found. The event occurred prior to use on the patient and the case comes from a veterinary user.

Manufacturer narrative:
Investigation: samples received: (B)(4) unopened pouches. Analysis and results: there are two previous complaints of this code batch. Received from the same end customer and regarding the same issues. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received (B)(4) closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.00 kgf in average and 1.52 kgf in minimum (ep requirements: 0.97 kgf in average and 0.48 kgf in minimum). Regarding dirtiness or particles inside the packages, we have reviewed all the pouches and no particles are found in any of the packs. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.